Manufacturer narrative:
This complaint was received via user report and has been reported to FDA. An investigation is pending at this time. A follow up will be submitted once all investigation activities are completed or additional information is obtained. This is 4 of 4 MDR submissions as mw5188851 is associated with medwatch# mw5188852, and mw5188853. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care (adc) received a medwatch report which reported the following information pertaining to an abbott diabetes care (adc) device: a low reading issue was reported with the adc device. A customer received an unspecified lower sensor scan results that it "30% different than a fingerstick." It is unknown whether the customer noted a trend arrow on the device. There was no report of adverse heath impact and any self or third-party medical treatment. Adc customer service is currently in the process of making additional attempts to gain further information, and a follow-up will be submitted when more information is obtained. Based on the information provided, there was no report of serious injury associated with this event.